Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 12aug2019. The customer support service confirmed the touchscreen portion was misaligned causing the poor button reaction. The customer support service then replaced the touchscreen to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 16jul19 a follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported poor button reaction. There was no patient involvement.